Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged on 2015 as confirmed via x-ray. At the time, the ra lead remained implanted and was reprogrammed to treat the patients atrial fibrillation (af). Years later, a physician attempted to reposition the lead but failed. As result, the ra lead was explanted. No additional adverse patient effects were reported.